Manufacturer narrative:
(B)(4).

Event description:
It was reported that left hip revision surgery was performed. Bilateral patient, with right hip implanted (B)(6) 2008, remains implanted. Pain, clicking, metallosis and movement whilst working.